Event description:
An ophthalmologist reported viral endophthalmitis two weeks following an intraocular lens (iol) implant procedure. The patient was diagnosed with turbidity of the vitreous humor, and a vitrectomy was performed. The cultivation of the vitreous humor was negative. Once the symptoms were alleviated, a replacement iol was implanted. Additional information has been requested. This is one of two medical devices reports being filed for the same patient. This report is for the first surgery.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. Initial reporter: zip code is not indicated at this time. The manufacturer internal (B)(4).